Event description:
The patient has ventriculo-peritoneal derivation with the valve implanted in the chest region. Patient described a symptoms at neck to doctor and asked him to investigate it. Doctor decided to operate and confirmed that the subcutaneous abscess was generated at portion where the catheter of cerebral ventricles was broken at the middle and became calcified.

Manufacturer narrative:
The device has been return in a state which not allow an analysis.

Event description:
The patient has ventriculo-peritoneal derivation with the valve implanted in the chest region. Patient described a simptoms at neck to doctor and asked him to investigate it. Doctor decided to operate and confirmed that the subcutaneous abscess was generated at portion where the catheter of cerebral ventricles was broken at the middle and became calcified.